Event description:
The customer reported that the system would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The representative indicated that a fix was provided to the customer over-the-phone, however, the details of that fix are unavailable at this time.